Event description:
The site used the device to check a pt's blood glucose and obtained a result of 81 mg/dl. The pt was acting unresponsive and a lab was ordered. The lab came back at 29mg/dl. The pt was treated and released. Controls were not run on the system. The device was replaced and requested to be returned for evaluation.